Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that out of box, the getinge field service engineer (gfse) discovered that the cardiosave intra-aortic balloon pump (iabp)battery label was not properly installed, it was crooked and not stuck down. There was no patient involvement.